Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio control determined each time the "charge removed" message is recorded, it is coupled with a "lead off" message this is normal device behavior. The cause of the observed lead off message could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to provide defibrillation stating "we had a lp15 deliver one shock but failed to shock twice after the initial shock on a cardiac arrest". This issue is patient related; however there was no adverse event reported. The customer stated " we had another monitor there so there wasn't a delay in patient care."